Event description:
It was reported that during a laparoscopic cholecystectomy the first device clipped at the end only, not complete, left bend part unclipped. A second device clamped crossways. Three clips were removed from the patient with a grasper. Some clips had fired successfully. A third device was used to complete the procedure. The case was prolonged. There was no patient injury. This report is for the first device. See MFR report number: 2134070-2013-00095 regarding the second device.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with all of the usable clips expended and the locking mechanism engaged as intended. The device could not be function tested due to the lack of clips. No packaging was returned so the device history record could not be reviewed.